Event description:
Boston scientific received information that this product was part of a planned system revision due to infection. No additional adverse effects reported. The local area sales representative was contacted for additional information but no further information was available. Should additional information become available this report will be updated. All available information indicates that this product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.